Event description:
Caller reported the customer had symptoms of hypoglycemia with a compact plus blood glucose value of 21 mg/dl at 6:44pm. She drank some orange juice and ate a peanut butter sandwich. Same system retest results were: 6:49pm 35 mg/dl 7:04pm 35 mg/dl 7:11pm 32 mg/dl 7:19 pm 188 mg/dl 7:55pm 44 mg/dl 7:56pm 50 mg/dl 8:10pm 56 mg/dl 8:37pm 76 mg/dl 8:50pm 64 mg/dl around 9pm, she did not feel the treatment was working, so the customer called an ambulance. Ambulance system result at an unspecified time was 80 mg/dl. The customer was transported to, admitted to the hospital, not treated for diabetes. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.